Event description:
Returned product rec'd with no info as to reason for explant. Several attempts to contact the health care provider have been unsuccessful. Preliminary device analysis revealed a motor stall.